Manufacturer narrative:
(B)(6). The fse replaced the ac power cord reel (d012-00-1688-21). Preventive maintenance measurements, calibration, and verification were completed in accordance with the pm checklist. The unit was calibrated and successfully passed all functional and safety tests per factory specifications. Service was completed.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse) the cardiosave intra-aortic balloon pump (iabp) was found to have a broken ground prong on the ac power cord plug. No patient was involved,